Event description:
The facility¿s biomedical technician reported an overinfusion of insulin during patient use for diabetic keto-acidosis. The pump was programmed to infuse 100 ml of insulin at 6 ml/hr, the bag was found empty between 0230-0245. The pump did not alarm. The pump indicated that there was 69 ml of insulin left to be infused. The patient¿s glucose at 0200 was 89. The glucose level at 0245 was <50. The nurse administered 1 ampule of d50. The patient¿s glucose increased to 132. Patient c/o a headache but had previously c/o of a headache. The biomed loaded tubing into the device and tested for free flow, but could not duplicate the reported overinfusion. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 29, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.